Manufacturer narrative:
This report is submitted on july 27, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818, exemption number e2106011. Implanted device remains.

Event description:
Per the clinic, the patient experienced infections at the abutment site; resulting in the removal of the abutment on (B)(6) 2016. Revision surgery to place an internal magnet is planned; however, has yet to occur as of the date of this report.